Event description:
The following information was provided: mps reports the arm is falling when placed into the scorpion position. Also reported that the arm is noticeably drooping when going into haptics for the tibial cut. Update from mps on regulatory reporting follow-up: a tka 2.0 version.